Event description:
It was reported that during an unknown procedure, upon opening the device, the nurse circulator noticed what appears to be a hair inside the packaging. This device was not opened and the case was completed with another device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. One sealed package was received in good condition with no sales unit carton. Upon visual inspection of the package, it was confirmed that a hair was present in the package and that the hair extends across the seal, breaching the sterile barrier of the package. Foreign matter complaint information will be included in complaint trending. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.